Event description:
Clinical Narrative:Impella 5.5 was inserted via the left axillary artery graft site in a 17-year-old female patient presenting with De-Novo Cardiomyopathy. The patient¿s comorbidities were not shared. The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage was not shared.The Impella 5.5 was inserted despite the Activated Clotting Time (ACT) not being as recommended in the Instructions for Use. The baseline ACT was noted to be 211 seconds, not the Abiomed recommendation of a greater than or equal to 260 second ACT at pump insertion. The Physician was managing the patient's anticoagulation with the medication Bivalirudin.After the pump was inserted and running the team observed high purge flow alarm and the waveforms decoupled. There was a concern of thrombus ingestion and this discussion was ongoing when a purge flow blocked alarm took placed. The decision was made to explant and replace the Impella 5.5. After the second pump was placed the team gave heparin for anticoagulation and the ACT was 266.The patient survived the event and there was no noted harm. There was mention of thrombus ingestion from the 8 millimeter (mm) graft as a possible contributing factor to the thrombosis. The use of an 8mm graft is not per recommendations, as Abiomed states to utilize a 10mm graft.This is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient.

Manufacturer narrative:
This is one of three related reports. This report represents the Impella 5.5 and other reports will be reported for other Impella 5.5s.This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.